Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator had an intermittent leads ECG connection. The device would begin to read leads then lose connection. There was no negative pt impact.

Manufacturer narrative:
(B)(4).